Event description:
It was reported that the patient had an artificial urinary sphincter cuff removed and replaced due to unspecified reasons. Further information was requested and not yet received.

Event description:
It was reported that the patient had an artificial urinary sphincter cuff removed and replaced due to unspecified reasons. Further information was requested and not yet received.

Manufacturer narrative:
Analysis results: the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen. No allegation(s) were reported. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required.